Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic as the patient felt an irregular 'ticking' sensation from the ICD which was determined to be noise. However, the noise cannot be reproduced during troubleshooting. Device data did not reveal any anomalies. No intervention was undertaken. No adverse patient consequences were reported.